Event description:
Reportedly, the patient developed limited physical mobility.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l3-4 disc protrusion. L3-4 foraminal stenosis. L5-s1 lateral recess and foraminal stenosis left and underwent the following procedure: l3-4 laminectomy, facetectomies and discectomy for decompression, l3-4 posterior interbody fusion with interbody devices. L3-4 posterior pedicle screw rod instrumentation. Removal of old lumbar instrumentation. L5-s1 hemilaminectomy and microforaminotomy, left. As per op-notes,¿ after unroofing the foramen by removing the facet complexes, the disk was incised bilaterally at l3-4 and the disk was removed using pituitary forceps and curets. At the conclusion the nerve roots were well decompressed. Then a radical diskectomy was completed at l3-4 using end plate shavers and curets. Two interbody devices were inserted at l3-4. Then bone morphogenic protein (bmp) was utilized because of the patient's status as a smoker and the concern for nonunion. The bmp was placed near the anterior longitudinal ligament and then the morcellized autograft bone was packed behind the bmp and tamped down with a bone tamp. Then at l5-s1 the scar was dissected at the junction and then a high speed bur under the microscope was used to perform a hemilaminectomy and partial facetectomy and the s1 nerve was seen to be compressed in the lateral recess and proximal foramen.¿ the patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2011: the patient was discharged from the facility.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.